Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjunction with any other device (eg. Ius/ablation), specify: novasure 18nov2009". " and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, breast tenderness and vulvovaginal human papilloma virus infection. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), hormone level abnormal ("hormonal changes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition (high blood pressure)") and weight increased ("weight gain"). The patient was treated with hydrocodone, surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy) and surgery (da vinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, dyspareunia, dysmenorrhoea, hormone level abnormal, bladder disorder, urinary tract disorder, hypertension and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypertension, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils.most, if not all, symptoms decreased insertion details: three coils were visualized bilaterally within the uterine cavity, and then the hysteroscope was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events: hormone level abnormal, bladder disorder, urinary tract disorder, hypertension, dysmenorrhoea, dyspareunia, weight increased, device monitoring procedure not performed, medical device monitoring error were added. Reporter, patient demographic information, other relevant history, product start date updated. On 1-mar-2018: mr received: reporter, other relevant history, treatment product added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjunction with any other device (eg. Ius/ablation), specify: novasure (B)(6) 2009". " and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, breast tenderness and vulvovaginal human papilloma virus infection. Concomitant products included lorazepam. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition (high blood pressure)") and weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone, surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy) and surgery (da vinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, dyspareunia, dysmenorrhoea, hormone level abnormal, bladder disorder, urinary tract disorder, hypertension and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypertension, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils.most, if not all, symptoms decreased insertion details: three coils were visualized bilaterally within the uterine cavity, and then the hysteroscope was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, menorrhagia, high blood pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjunction with any other device (eg. Ius/ablation), specify: novasure (B)(6)2009". " and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, breast tenderness and vulvovaginal human papilloma virus infection. Concomitant products included lorazepam. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition (high blood pressure)") and weight increased ("weight gain"). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone, surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy) and surgery (da vinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the abdominal pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, dyspareunia, dysmenorrhoea, hormone level abnormal, bladder disorder, urinary tract disorder, hypertension and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, hypertension, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils.most, if not all, symptoms decreased insertion details: three coils were visualized bilaterally within the uterine cavity, and then the hysteroscope was removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, menorrhagia, high blood pressure. Most recent follow-up information incorporated above includes: on 22-aug-2018: lot number added. Concomitant condition and drug are added. Onset date added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 20210351) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure was used in conjunction with any other device (eg. Ius/ablation), specify: novasure (B)(6) 2009". " and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included morbid obesity, breast tenderness and vulvovaginal human papilloma virus infection. Concomitant products included lorazepam. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), hypertension ("blood or heart disorder/condition (high blood pressure)"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with hydrocodone and surgery (da vinci total laparoscopic hysterectomy with left salpingo-oophorectomy and right salpingectomy and hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, dyspareunia, dysmenorrhoea, hormone level abnormal, bladder disorder, urinary tract disorder, hypertension, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, hypertension, migraine, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Most, if not all, symptoms decreased. Insertion details: three coils were visualized bilaterally within the uterine cavity, and then the hysteroscope was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; dysmenorrhea, menorrhagia, high blood pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events "migraines and headache" added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.